Manufacturer narrative:
Insulin pump was received with detached end cap. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level, insulin pump was not working and drive support cap came off. The customer¿s blood glucose level was 405 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.